Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing.  After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call of low blood glucose of 44mg/dl due to missing lunch.  Customer treated with carbohydrates. Troubleshooting found that the pump was cracked along the display screen.  There was no indication that the insulin pump over delivered insulin and the customer declined to further troubleshoot.  Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.